Event description:
This report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-06095 and MFR. Report # 3005099803-2012-06096). It was reported to boston scientific corporation that two rx cannulas were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, for each device in turn, during the procedure, the device leaked from the junction between the injection lumen and the guidewire lumen. A guidewire was present in the device at the time of the leak and the leak occurred outside the patient. The procedure was completed with another rx cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation finding: catheter split/torn.

Manufacturer narrative:
(B)(4) the evaluation finding: catheter torn. Visual evaluation of the returned device found that there was a split/tear at the proximal end of the bond area of the device. Functional evaluation found that when a 5 ml syringe was used to inject water through the proximal fitting, no leaks were noted. When the test was repeated with a finger over the device tip, a leak was detected at the bond joint location, approximately 27.5cm from the distal tip. During manufacturing all ercp devices are 100% inspected for bond integrity and leak failures. Review and analysis of all available information indicated the most probable root cause for this event was "handling damage" as the bond integrity was likely compromised due to customer handling/prep of the device which caused leakage at this location. The device history record review found the device met all manufacturing specifications.